Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, right coronary artery (rca). During advancement of the 3.5x23 mm xience v stent delivery system (sds) through the rca, the sds was unable to pass through the curved vessel, despite predilation being performed prior to the attempt to stent. This resulted in a vessel dissection for which an additional stent was placed for treatment. The patient was transfered to the critical care unit in stable condition and has since been discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.